Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iabp started alarming "high baseline subcode 1" and "possible helium loss 2 subcode 1." Attempted troubleshooting and repositioned the iabp but unable to restart the pump. Iabp was in standby for approximately 10 mins. Ultimately, the console was switched and then started working appropriately". No report of patient harm or injury.